Manufacturer narrative:
Investigation results: the unit was not returned by the customer; therefore, no product analysis could be performed. An investigation was performed with the available information (product code, batch number, customer, as reported classification, as applicable) and efforts were taken to enable the determination of a root cause and the establishment of appropriate corrective actions results. A labeling review was performed and no anomalies were found. There was no alleged malfunction of the guidewire prior to its insertion and the circumstances under which the reported event occurred cannot be determined based on the information available. Taking into consideration all the information available, a definitive root cause or probable root cause could not be identified. Disposed by site.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-00217 pertains to the wallflex biliary rx uncovered stent, 3005099803-2011-00218 pertains to the first hydra jagwire guidewire, 3005099803-2011-00201 pertains to the rx dilatation balloon catheter, and 3005099803-2011-00229 pertains to the second hydra jagwire guidewire. It was reported to boston scientific corporation that a patient underwent a drainage procedure within the biliary tree on (B)(6) 2011. According to the complainant, the patient presented with a stenosis from the left hepatic duct to the common bile duct. After the first hydra jagwire guidewire was advanced through the target lesion, the physician used contrast media and ivus to view the stenosis. While attempting to advance the wallflex stent over the jagwire, the physician felt severe resistance when the hepatic duct was reached. Therefore, the physician removed the stent and used an rx dilatation balloon catheter to twice dilate the stenosis. The physician then tried to advance the same wallflex stent through the stenosis, but again had the same issue. The physician removed this stent and the first guidewire and placed a second hydra jagwire guidewire through the target site. When another contrast test was performed, a perforation was noted by the physician. A plastic biliary stent was then placed to treat both the stricture and the perforation. The patient's condition at the conclusion of the procedure was reported to be good. It is currently unknown what caused the perforation, or if it was related to any of the aforementioned devices. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - no code available (non-surgical medical intervention required). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-00217 pertains to the wallflex biliary rx uncovered stent, 3005099803-2011-00218 pertains to the first hydra jagwire guidewire, 3005099803-2011-00201 pertains to the rx dilatation balloon catheter, and 3005099803-2011-00229 pertains to the second hydra jagwire guidewire. It was reported to boston scientific corporation that a patient underwent a drainage procedure within the biliary tree on (B)(6) 2011. According to the complainant, the patient presented with a stenosis from the left hepatic duct to the common bile duct. After the first hydra jagwire guidewire was advanced through the target lesion, the physician used contrast media and ivus to view the stenosis. While attempting to advance the wallflex stent over the jagwire, the physician felt severe resistance when the hepatic duct was reached. Therefore, the physician removed the stent and used an rx dilatation balloon catheter to twice dilate the stenosis. The physician then tried to advance the same wallflex stent through the stenosis, but again had the same issue. The physician removed this stent and the first guidewire and placed a second hydra jagwire guidewire through the target site. When another contrast test was performed, a perforation was noted by the physician. A plastic biliary stent was then placed to treat both the stricture and the perforation. The patient's condition at the conclusion of the procedure was reported to be good. It is currently unknown what caused the perforation, or if it was related to any of the aforementioned devices. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.